Event description:
Facility placed PICC, post cxr shows an object in the cxr left of the heart - a follow up CT scan states it is a catheter in the pulmonary artery.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.